Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2015, 1337 ventricular sic; no episodes available to verify lead noise oversensing and inappropriate shocks. Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, rv lead integrity warning occurred on (B)(6) 2015 for 2 or more ventricular tachycardia (vt) non sustained episodes and sic greater than or equal to 30 in 3 days. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and pacing capture threshold in the rv was elevated. Analyst commented, on (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 600-700 ohm range. On (B)(6) 2015, rv capture threshold measured greater than 2.5volts up from 1.625volts. (B)(4)

Event description:
It was reported that the patient experienced inappropriate therapy due to oversensing and noise exhibited by the right ventricular (rv) lead. It was also reported that the rv lead exhibited high impedance, and confirmed fracture. The rv lead was inactivated, remains in the patient and replaced with a different lead. No further patient complications have been reported as a result of this event.